Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when the image acquisition system (ias) was booted up, the pendent display was blurry and discolored. They rebooted the system and it resolved the issue. There was no patient present at the time of the event.